Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer reported that they feel okay for troubleshooting. The customer reported that the insulin pump, had an insulin flow blocked alarm that could have been causing that they changed the set twice and on the third one were able to get everything to work. The insulin pump was in auto mode at the time of the incident. The customer could not perform troubleshooting on the blockage as they were wearing a working set. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis.